Event description:
The manufacturer received information alleging a customer was performing preventative maintenance on a trilogy ev300 and received a failed error of active exhalation verification on the service tool occurred. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 was evaluated remotely by a third-party service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification test set during testing. The service engineer suggested replacing the 3-way solenoid valve on the blower housing to address the issue. The root cause isn't confirmed at this time. At this time the device remains with the customer and the service engineer noted the system does not meet the specification for the performed service and is not returned to use. Attempts will be made to gather additional information from the customer regarding the repairs of the device. If any additional information is received, a follow-up report will be filed.